Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 5.5 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted.